Event description:
It was reported by service report that the head of bed will not go down all the way. No pt involvement and no adverse consequences reported.

Manufacturer narrative:
Results: lift limits.